Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the gastrointestinal videoscope had foreign substance coming out of the biopsy channel. The issue occurred during sedation for a therapeutic esophagogastroduodenoscopy. The procedure was completed using a backup device. There were no reports of patient harm.